Event description:
Boston scientific received information that the field representative claimed the pacemaker has reached end of life (eol) quicker than expected. The patient was in atrial fibrillation (af) with rapid ventricular response (rvr). During the last check six month ago, the pacemaker showed less than six months remaining longevity and 90 bpm magnet rate. Additional information was obtain from field representative revealed the pacemaker has possibly tripped eri shortly after the check last year. The patient was hospitalized due to non-cardiac/device issue. The mode of the pacemaker was change and there was no replacement procedure yet. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The pacemaker was explanted due to normal battery depletion and was replaced with a new device. Additional information was obtained from field representative revealed the device could not be return because the physician let the patient take possession of this device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.